Event description:
In 2007 - pt at hospital, in another country. Pt diagnosed with corneal abcess with pyocianic bacillus associated with contact lens wear. Recommended treatment: strengthened antibiotic eye lotion (antibiotics drops) and hospitalization with antibiotherapie [sic] intravenous (antibiotics IV). [The location of the corneal abcess is not provided in the hospital's report.]

Manufacturer narrative:
Evaluation summary: (3 lenses total from same lot number were evaluated - lens involved in report was not returned to manufacturer): visual inspection: 3 lenses - all passed. Physical parameters: 3 lenses - measured for 5 parameters - passed - all 5 parameters in tolerance. Osmolarity: 3 lenses - all passed. Review of lot history record: all 3 lenses, lot 4843151312 - all passed. Nothing in the evaluation of the lenses or the lenses' lot history record (including sterility) suggests that the medical device caused or contributed to the pt's corneal abcess.